Manufacturer narrative:
Investigation summary: it was reported the needle was blocked. To aid in the investigation, one sample with the plastic shield, the safety mechanism un-activated, and one photo were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. The photo provided shows a needle assembly on a piece of paper. No other information can be obtained from the photo. A device history record review was completed for provided material number 305922, lot 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: " the customer complaint was received due to the failure mode of 'needle blocked'."